Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03486 and 2134265-2018-03699. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the motor drive unit (mdu) was having pullback issues. When automatic pullback was initiated, pullback failed. The physician tried a different pullback sled but issue was not resolved. The physician then switched to another mdu and the issue was resolved. No patient complications were reported.